Manufacturer narrative:
We are awaiting device return. When our investigation has been completed, a follow up report will be submitted. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.

Event description:
It was reported during ablation, the physician noticed that the plastic sleeve around the electrical cable and rinsing tubes disconnected from the cinch. The proximal connector moved below the svc so after complete ablation, the electrical cable had to be cut ro remove the ultracinch device. There were no consequences to the pt.